Event description:
It was reported that the patient¿s right atrial lead exhibited failure to capture. The lead was capped and replaced on 13 sep 2022. The patient was discharged.

Manufacturer narrative:
Further information was requested but not received.